Event description:
It was reported to boston scientific corp that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed on (b)(6 2009. According to the complainant, during the procedure, the leveen needle could not be inserted into liver tumor. Several insertion attempts were made, but each failed. The procedure was successfully completed with another leveen needle electrode. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).